Manufacturer narrative:
Follow up information was received on 09-nov-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter if the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information, the defect type corresponds to the following meddra llt: device breakage and pregnancy with contraceptive device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and became pregnant a month and half after essure insertion. Pregnancy outcome was not reported. She experienced bleeding (interpreted as genital bleeding). It was reported that an ultrasound was done showing the lower insert peace (as reported) was missing, the left insert was missing (seen as device migration and device breakage). Essure was not removed. All the events are anticipated in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, consumer got pregnant less than three months after insertion of essure and information about alternative contraceptive method was not reported. As such, essure contraceptive failure can be excluded. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be a migration (distal fallopian tube or peritoneal cavity). In addition, device breakage and genital bleeding may occur with essure therapy. In this case, the exact date and mechanism of device migration and device breakage were not known. No alternative explanation for the event bleeding was provided. Considering this information, with regards to other events, based on their nature a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to device breakage. The product quality defect could not be confirmed but is considered plausible. Further information is being sought.

Event description:
This is a spontaneous case report received from an adult (>=18y & <65y) female consumer in united states on 06-sep-2016 who had essure (fallopian tube occlusion insert) inserted in 2009 for permanent birth control. Consumer stated that she became pregnant a month and half after having the essure. She started cramping really bad at one time and bleeding. She went back to the doctor, ultrasound was done showing the lower insert piece (as reported) was missing. She stated that she always had these cramps; when she went the store and walked through the door, it beat. The left insert was missing at the time. She did the ultrasound and urine test. Essure was not removed. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and became pregnant a month and half after essure insertion. Pregnancy outcome was not reported. She experienced bleeding (interpreted as genital bleeding). It was reported that an ultrasound was done showing the lower insert peace (as reported) was missing, the left insert was missing (seen as device migration and device breakage). Essure was not removed. All the events, except for device breakage, are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, consumer got pregnant less than three months after insertion of essure and information about alternative contraceptive method was not reported. As such, essure contraceptive failure can be excluded. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be a migration (distal fallopian tube or peritoneal cavity). In addition, device breakage and genital bleeding may occur with essure therapy. In this case, the exact date and mechanism of device migration and device breakage were not known. No alternative explanation for the event bleeding was provided. Considering this information, with regards to other events, based on their nature a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to device breakage. Additionally, non-serious event was reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 12-dec-2016: follow-up attempts have been completed, with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and became pregnant a month and half after essure insertion. Pregnancy outcome was not reported. She experienced bleeding (interpreted as genital bleeding). It was reported that an ultrasound was done showing the lower insert peace (as reported) was missing, the left insert was missing (seen as device migration and device breakage). Essure was not removed. All the events are anticipated in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, consumer got pregnant less than three months after insertion of essure and information about alternative contraceptive method was not reported. As such, essure contraceptive failure can be excluded. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be a migration (distal fallopian tube or peritoneal cavity). In addition, device breakage and genital bleeding may occur with essure therapy. In this case, the exact date and mechanism of device migration and device breakage were not known. No alternative explanation for the event bleeding was provided. Considering this information, with regards to other events, based on their nature a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to device breakage. The product quality defect could not be confirmed but is considered plausible. Despite follow up attempts, no further information was obtained.